Event description:
It was reported that an adverse event occurred. On (B)(6) 2025, the patient¿s sensor fell off. She was also feeling ¿sick¿, fatigued, and ¿thought she was in dka (diabetic ketoacidosis) during this time¿. She did not insert a new sensor. Approximately three hours later, the patient¿s daughter found her diaphoretic and having a seizure. She also lost consciousness. The patient was taken to the emergency room and was treated with an unspecified medication for the seizure. Her bg meter reading was found to be 700 mg/dl. She was diagnosed with dka and treated with humalog and lantus insulin. The patient was discharged home two days later. The patient was in ¿better condition¿ at the time of report. No product or data was provided for investigation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.